Event description:
A peritoneal dialysis (pd) patient reported that her cycler alarmed for a supply bag issue during dwell 1 of 3. She was advised to rest with new supplies. When she opened the cassette door fluid was leaking out. She switched to manual treatment. The set has not been made available for evaluation. During follow up, her pd nurse reported that her effluent has remained clear. She did not have any signs of infection. She was not treated with any antibiotic. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.